Event description:
It was reported that the patient's stimulator turned off when she stood up. The patient was unable to get stimulation to turn on. The patient met with a company representative. It was noted that the patient realized that she forgot that she had to use the ''on'' button on the patient programmer after synching with the device to turn on the stimulation. The company representative turned the device on and it was programmed as prior to the visit and therapy resumed normally. Impedence values were normal.

Manufacturer narrative:
Lead model 3776-45, lot #: v818533007, implanted: (B)(6) 2011, explanted: na. Lead model 3776-45, lot #: v392312023, implanted: (B)(6) 2011, explanted: na. Programmer model 37743, serial #: (B)(4).